Manufacturer narrative:
Continued e1 phone number :(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient representative reported left side patient ¿was shocked and afflicted with the insecurity caused by the news, regarding the possibility of developing cancer. A new surgery is already generating anxiety, anguish and fear in patient¿. Patient is presenting capsular contracture baker grade iii (unspecified side) and cysts. Device has been explanted and replaced.